Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged low blood glucose while using the ilet, with lowest reported glucose of 39 mg/dl over about six hours, and the caregiver questioned potential causes and whether the algorithm would correct the low. Symptoms included blurry or fuzzy vision. Outcomes included self-treatment with oral glucose tablets without initial resolution, followed by administration of glucagon and return to stable glucose around 119 mg/dl, without hospitalization or need for external assistance. Investigation included complaint intake, guided troubleshooting, and user education. Investigation of this case revealed an adverse hypoglycemia event with cause unclear, with caregiver reporting possible antecedent candy intake and a recent growth spurt as potential contributors; device alerts for low and urgent low were reported as functioning. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential user and physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.